Event description:
The patient went in for laser lead extraction because the lead was not capturing due to it being dislodged for a couple of years. This lead was disposed of by the hospital and replaced.